Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. (B)(4). Our engineers have evaluated the returned device. Their investigation showed following: the gore® viabahn® endoprosthesis was returned to gore without a deployment knob and in the introducer sheath. The introducer sheath is not a gore product, and was not evaluated. The braided constraining line's first layer and part of its second layer had been deployed. Approximately 3cm of the distal end of the endoprosthesis had expanded. A few knots of the braided constraining line were able to be deployed during the engineering evaluation by pulling on the deployment line tail at the transition. A single strut approximately 25mm from the distal/tip end of the endoprosthesis was found protruding through a hole into the lumen of the device. The endoprosthesis had been compressed from the proximal/hub end, exposing approximately 4cm of the distal shaft on which it is mounted. The distal shaft was kinked at the catheter tubing transition. Based on the device examination performed, no manufacturing anomalies were identified.

Event description:
The patient presented with an abdominal aortic aneurysm and suprarenal gland disease which was treated with an endurant stentgraft from medtronic in combination with two gore® viabahn® endoprostheses. After the endurant stentgraft was successfully implanted into the abdominal aorta, where a femoral access was used, both gore® viabahn® endoprostheses were inserted through an 8fr introducer sheath from terumo and advanced over a 0.035 guidewire where a brachial access was used. It was reported to gore that when device deployment of the gore® viabahn® endoprosthesis, which was already placed in the renal artery, was initiated a resistance of the deployment system was experienced. Due to the resistance and that the deployment line stuck, an angiography was performed which indicated a partial deployment of the endoprosthesis. Therefore, the decision was made to remove the viabahn device through the introducer sheath. A visual inspection confirmed the partial deployment and a deployment line breakage. The procedure was completed implanting another gore® viabahn® endoprosthesis. There were no consequences for the patient reported.